Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 18-dec-2022, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 18-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a car accident on (B)(6) 2020. They saw their healthcare provider (hcp) about two weeks ago because they were having difficulty with their device. The patient stated the ins was turning off by itself and that the leads had shifted so it was hard to lay on their back. They reported feeling something where the implant was, saying "it's like its stabbing me in my back." This issue had been occurring since the car accident. The patient reported that when they saw their managing hcp the x-ray showed that both leads had shifted, but the patient did not want to have surgery again. The patient wanted to see if the device could be reprogrammed. The patient was redirected to follow up with their hcp.